Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system red 72 reperfusion catheter (red72), an aspiration tubing (tubing), a benchmark bmx96 access system (bmx96), and a penumbra engine (engine). During the procedure, the physician advanced the red72 into the target vessel using the bmx96. Once all four indicator lights were illuminated on the engine, aspiration was initiated. While aspirating, the physician pulled the red72 back and observed that no clot was in the penumbra engine canister (canister) so aspiration was stopped. The physician performed a contrast injection through the bmx96 and noticed some abnormalities. It was decided to remove the red72. While removing the the red72, the physician noticed that the distal end of the red72 had fractured. It was reported that the distal end of the red72 had migrated to the lumbar vertebrae area. The distal end of the red72 was removed from the patient using a snare device. Next, the physician advanced a penumbra system red 68 reperfusion catheter (red68) into the target vessel and initiated aspiration. However, aspiration was not successful. The physician then completed a few passes using the red68 and a stent retriever and achieved thrombolysis in cerebral infarction (tici) 1 near the m1 segment of the middle cerebral artery (mca). However, the thrombus in the ica was still blocking circulation in the a1 segment of the anterior cerebral artery (aca). The physician then attempted to use the solumbra technique in the m1 segment of the mca and the a1 segment of the aca. However, after a few attempts no further progress was achieved, and the physician decided to end the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report (B)(4):  1. Section b. Box 5. Describe event or problem  evaluation of the returned red 72 confirmed the device was fractured and revealed stretching on both sides of the fracture. Evaluation also revealed the internal coil winds were unraveled. This damage typically occurs as a result of retraction against resistance. If the device is retracted against resistance, the red72 may become stretched and subsequently fracture. Further evaluation revealed kinks and ovalizations along the device. This damage was likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system red 72 reperfusion catheter (red72), an aspiration tubing (tubing), a benchmark bmx96 access system (bmx96), and a penumbra engine (engine). During the procedure, the physician advanced the red72 into the target vessel using the bmx96. Then, once all four indicator lights were illuminated on the engine, aspiration was initiated. While aspirating, the physician pulled the red72 back and observed that no clot was in the penumbra engine canister (canister). The tubing switch was then moved to closed position. The physician then performed a contrast injection through the bmx96 and noticed ¿something was wrong¿ and decided to remove the red72. While removing the proximal end of the red72, the physician noticed that the distal end of the red72 had broken off. It was reported that the broken distal end of the red72 had migrated to the lumbar vertebrae area. The broken distal end of the red72 was removed from the patient using a snare device. Next, the physician advanced a penumbra system red 68 reperfusion catheter (red68) into the target vessel and initiated aspiration. However, aspiration was not successful. The physician then completed a few passes using the red68 and a stent retriever and achieved thrombolysis in cerebral infarction (tici) 1 near the m1 segment of the middle cerebral artery (mca). However, the thrombus in the ica was still blocking circulation in the a1 segment of the anterior cerebral artery (aca). The physician then attempted to use the solumbra technique in the m1 segment of the mca and the a1 segment of the aca. However, after a few attempts no further progress was achieved, and the physician decided to end the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.